Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings:a review of the black box revealed evidence of unexplained power on resets (por). The battery compartment was found to be cracked from the threads to the cover and between the bumper pad and the cover. The returned battery cap threads were found to be stripped and the battery cap was unable to secure tightly to the pump. The reported por was duplicated during investigation with the returned battery cap. A new test battery cap secured tightly to the pump and was used to complete the 24 hour duration test. There were no power interruptions found using the new test battery cap. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. It was also noted that the battery cap was replaced approximately 7 to 12 months. There was reportedly no damage to the battery cap and it secured tightly the pump with no visible yellow o-ring. There was no indication of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.